Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was moisture under the bag that led to this alarm. Renal therapy services (rts) assisted the hp to remove the cassette and end the therapy session. Rts advised the hp to perform a manual drain and to contact their pd nurse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: (B)(6). H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, moisture under the bag was reported, which is known to cause this alarm. The cause of the moisture could not be determined. Should additional relevant information become available, a supplemental report will be submitted.